Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11sep2018. Patient and repair information was requested from the customer, but no response was received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient , but there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 27nov2018. The biomedical engineer replaced the gas delivery system to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the airflow sensor drift caused the unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.